Manufacturer narrative:
This report is for six (6) unknown screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for six (6) unknown screws. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that initially, the patient had a previous fusion bridging of the cervicothoracic junction using an unknown uss low profile (lp) and an unknown synapse connected by an unknown transition rod. On (B)(6) 2019, the patient underwent a revision surgery to remove six (6) unknown screws in-situ which had pulled-out. The synapse screws had pulled out and there were proximal junction issues requiring an extension of the fusion cranially. During the revision surgery, patient was revised and implants were replaced by unknown sublaminar wires along with an unknown transition rod. The procedure was completed successfully with no surgical delay. The patient outcome was unknown. Concomitant device: sublaminar wires (part unknown, lot unknown, quantity unknown); transition rod (part unknown, lot unknown, quantity 1). This report is for six (6) unknown screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Updated concomitant devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: unknown sublaminar wires ( part # unknown, lot # unknown, quantity unknown); transition rod (part # 498.944, lot # unknown, quantity 2).